Event description:
On (B)(6) 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® molding & occlusion balloon. Before gore product was used, during pre-close technique was performed, a retrograde dissection in the left external iliac artery was formed by the access guidewire; however, the procedure was continued. A final angiography after the stent graft was implanted revealed that a new entry tear at the distal side of the contralateral leg component that was landed where the retrograde dissection site. A bare stent was placed from the left common iliac artery down to the left external iliac artery. The physician reported that it is possible that a new entry tear was formed during ballooning the contralateral leg component at the retrograde dissection formed during the pre-close technique was performed.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.